Manufacturer narrative:
No consequences or impact to patient (B)(4); data issue (B)(4). Previous investigations have shown a deficiency of the architect system exists in that the i2000sr received 2 consecutive sample in position messages without receiving a sampling complete message after the first sample. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. (B)(4) will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. Architect system software will be updated to send samples affected by error code 8275 to exceptions. The complaint issue involves the interaction between the accelerator aps and the architect systems. The architect system operations manual addresses corrective actions for error code 8275.

Event description:
The customer stated while running patient samples on the architect i2000 sr analyzer, received error code 8275 (sample presentation error. Las sent sid (x), when sid (y) in sampling position), occurred on an architect i2000sr instrument attached to the accelerator aps. The customer retested the patient samples. There was no report of incorrect patient results reported or impact to patient management.